Event description:
It was reported to medtronic minimed that the customer experienced keypad/button unresponsive/button error. The customer reported no adverse event. Customer reported receiving a stuck button alarm. The event involved product(s) mmt-1712k. Troubleshooting was performed indicated that pump requires replacement. No further patient complications were reported.-it was unknown whether the customer would continue the use of the pump. The customer will discontinue the use of the pump. Mmt-1712k was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using thus software. Unit passed self test. No keyboard anomalies/alerts noted during testing. However, stuck key alarm (61) was recorded on (B)(6) 2024 12:03:57.000. Proceeded to cut unit open to perform a visual inspection of connectors and electronic assemblies and found no evidence of moisture or physical damage. The following cosmetic damages were noted: serial number label missing, stained keypad overlay, cracked keypad overlay, pillowing keypad overlay, keypad overlay texture damage, and scratched case. In summary, customer concern for keypad/button unresponsive/button error not confirmed. Unit functioned properly and passed testing. No alarms noted during testing, however stuck key alarm (61) noted in download history review during event date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.